Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several days after implant, an x-ray showed dislodgement of the left ventricular lead. Thresholds were noted to have increased and were high and unsatisfactory for the physician. The pocket was reopened and the lead was explanted and replaced. No patient complications have been reported as a result of this event.